Event description:
Following an ablation procedure, the device delivered a shorted output stage detection (sosd) alert. Abbott technical support was contacted and confirmed the sosd alert was false and was inappropriately triggered in response to the ablation procedure. No intervention was required. The patient was in stable condition.